Event description:
It was reported that the pump displayed "system error 3" while pumping on a patient. The pump was swapped out with no delay in therapy. No patient harm or injury. No patient condition consequences.

Manufacturer narrative:
(B)(4). Returned for investigation was the cpm board without the firmware (p/n 33-1000-003, s/n: (B)(6)). Visual inspection of the cpm board was performed and noted the component (l112) got chip-off. No other abnormality was noted. The 3.11.00 firmware was installed in the cpm board. The cpm board was installed into a known good ac3 and performed functional testing. The pump was powered up successfully, pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. Bpw, ECG, and ap waveforms were monitored while pumping for over 60 minutes and no alarms or errors occurred. The pump was then left to run for over 100 minutes and no alarms or errors. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of "system error 3 alarm" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump displayed "system error 3" while pumping on a patient. The pump was swapped out with no delay in therapy. No patient harm or injury. No patient condition consequences.

Manufacturer narrative:
(B)(4).